Event description:
An intellanav mifi open-irrigated (oi) catheter was selected for use for an ablation procedure. It was reported that 45 minutes into the procedure, the irrigation port of the irrigation tubing was detached from the catheter handle during manipulation of the handle while articulating the catheter. No error messages were observed on the system. The catheter was exchanged for another intellanav mifi oi catheter and the procedure was completed successfully. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Visual examination revealed dried saline and dried body fluids on the tubing and tip. The luer is missing due to a tear off where the luer is connected to the irrigation tubing. There is no evidence this device was used in a manner inconsistent with the labeled indications.. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
An intellanav mifi open-irrigated (oi) catheter was selected for use for an ablation procedure. It was reported that 45 minutes into the procedure, the irrigation port of the irrigation tubing was detached from the catheter handle during manipulation of the handle while articulating the catheter. No error messages were observed on the system. The catheter was exchanged for another intellanav mifi oi catheter and the procedure was completed successfully. No patient complications were reported and the patient's current condition is fine.